Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 30mg/dl and may have been due to their doctor changing the pump settings. The customer treated for the low blood glucose with a bolus but the blood glucose remained low. Customer's blood glucose level was 203 mg/dl at the time of the call. The customer was assisted with troubleshooting and the customer stated that the drive support cap was normal. Customer indicated that they have been getting more exercise which may have caused the low. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.